Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device change out procedure, the atrial lead exhibited noise which caused inappropriate auto mode switching. The lead was connected to the new device successfully and implanted. The patient was in stable condition during and post procedure.